Event description:
The reporter did back to back blood glucose testing. Reporter's results were 400, 495 and 295mg/dl, within minutes. Reporter did not have any symptoms. On follow-up, the reporter did not adjust the medication. Reporter checked blood glucose with a neighbor's meter and had a reading of 290mg/dl. No harm was alleged.